Manufacturer narrative:
It was reported that during the operation the hl20 roller pump module displayed the error messages: "belt slip" and "direct". The pump was turned of any on several times, but the result was the same. After that the pump was replaced with another pump to complete the operation which caused a 5 minute delay. No harm to any person has been reported. The getinge field service technician was onsite for an investigation of the pump. The technician found one belt torn and loose. The belt was replaced and tension was adjusted. Further investigation is ongoing. As soon as new relevant information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that during the operation the hl20 roller pump module displayed the error messages: "belt slip" and "direct". The pump was turned of any on several times, but the result was the same. After that the pump was replaced with another pump to complete the operation. No harm to any person has been reported. (B)(4).

Event description:
Ref#(B)(4).

Manufacturer narrative:
The getinge field service technician was onsite for an investigation of the pump. The technician found one belt torn and loose. The belt was replaced and tension was adjusted. A defective optical tacho board was found as well. A new tacho board was ordered and will be replaced as soon as it is received. After replacement of the defective tacho board, it will be sent back to the manufacturer site for further investigation. The device in question was manufactured on 2013-01-15. The review of the non-conformities during the period of 2013-01-15 to 2022-10-13 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The root cause investigation of the manufacturer is still ongoing. As soon as new relevant information becomes available, a follow up medwatch will be submitted.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
It was reported that during patient treatment the hl20 arterial pump displayed the error messages: ¿belt slip¿ and ¿direct¿. The pump was turned off and on several times but the result was the same. The pump has been replaced with a backup pump to complete the treatment. A getinge field service technician (fst) was onsite for an investigation of the device. Upon inspection the fst found one of the belts was torn and loose. The fst replaced and adjusted the belt tension correctly. However, when the pump is running, it again reports "belt slip" and after about 10 seconds later the error message: "direct" was displayed. The technician replaced the tacho strobe and the optical tacho pcba which solved the problem. The unit is now back in clinical use, working to factory specification. Thus the reported failure could be confirmed. The reported failure was investigated in the getinge life cycle engineering (lce) on 2019-01-24 as follows:: one belt is heavily damaged. The trapezoid profile is broken in several places and the reinforcement fibers are partly torn. The probable root cause is a twisting of the belt due to a pre-existing defect, for example kinking during transport or deviations in the belt profile. The single damage to tacho strobe and optical tacho pcba is believed to be consequential damage from friction on the damaged belt (because the damaged belts worn away the strobe marking on the label). Furthermore the following causes can be considered as the cause of a twisting belt (lce investigation report on 2020-05-28): 1. Belt profile error causing them to not run properly in the rpm pulleys. 2. Different height of the two pulleys. 3. Belt pulley profile error. 4. Faulty belt tension. The device in question was manufactured on 2013-01-15. The review of the non-conformities during the period of 2013-01-15 to 2022-10-13 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.